Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that lately their stimulator hadn't been working right (confirmed by not working right the patient meant that their symptoms had returned.) The patient stated that sometimes "it wouldn't hold" when they had to go to the bathroom but in the last couple of days it felt like they were going every 10-20 minutes. The patient stated it was like "the way it was" prior to getting the device. Patient services asked for when the issue began and the patient stated it began in 2022 however they then mentioned having a kidney surgery at the end of 2021 and that they had been having a lot of frequency after the surgery. The patient noted that they thought the frequency they experienced after the surgery had been a result of having the surgery. The patient had already increased their stimulation prior to calling and stated they were in a lot of pain and then stated it was more of a discomfort in their pelvic area. The patient stated that increasing the stimulation had slowed down the urgency but the stimulation was too much at that level. Patient services advised the patient that the stimulation should never be uncomfortable so the patient decreased the stimulation down during the call. The patient was going to monitor their symptoms and reach out to their doctor about a possible change in programs if the symptom return issue did not resolve. The patient was redirected to their healthcare provider to further address the issue. No further patient complications are anticipated or expected as a result of this event.

Event description:
Additional information was received from the patient. They reported that they had to adjust the program from 7-8 at times, they still had the same leg jerking and the issue had not yet been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.